Event description:
It was reported that the user experienced elevated blood glucose, with a sensor reading of 165 mg/dl and a confirmatory fingerstick of 180 mg/dl, and was advised to make a meal announcement before dinner while using the ilet system. Symptoms included no reported clinical manifestations. Outcomes included no reported need for medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.